Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer treated their high blood glucose levels via manual injection. Customer also had blood glucose of 278mg/dl, 264mg/dl, 334mg/dl, 456mg/dl, 508mg/dl, 445mg/dl and 473mg/dl. Customer's current blood glucose was 278mg/dl and blood glucose at time of incident was 253mg/dl. Troubleshooting for high blood glucose was performed. Customer performed and passed the high pressure test. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose levels per healthcare provider¿s instructions. Product will not be return for analysis.